Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D11 - concomitant medical products: item# 00770301500, z.s.g.m. Cutter 1.5:1 ratio, lot# 64370607, serial# (B)(6). Item# 00770302000, z.s.g.m. Cutter 2:1 ratio, lot# 63037211, serial# (B)(6). The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. On september 25, 2019, it was reported that the mesher had an incomplete mesh. The customer returned a skin graft mesher device, serial number (B)(6), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(6), and a 2:1 ratio cutter, serial number (B)(6), for evaluation. Product review of the skin graft mesher on october 7, 2019 revealed that the side plates, left hinge, shoulder bolts, and roller gear were damaged. The calibration was out of specifications but produced a passing sample mesh. The 1.5:1 ratio cutter, serial number (B)(6), and 2:1 ratio cutter, serial number (B)(6) both produced an incomplete mesh and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on october 7, 2019 which included replacement of the left hinge, shoulder bolts, bearings, roller gear, and side plates. Skin graft mesher, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Based on the information provided, the root cause of the mesher producing an incomplete mesh was due to the use of a previously deemed non-repairable cutters. The zimmer skin graft mesher instruction manual does note on page 1 that a damaged cutter may result in a less than optimal mesh pattern and cause further damage to the mesher.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device has been returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the mesher had an incomplete mesh. No further information provided. Device used on cadaver skin. No adverse events were reported as a result of this malfunction.